Manufacturer narrative:
(B)(4)

Event description:
It was reported lead noise due to oversensing was observed. Technical support was contacted and the issue was resolved with programming recommendations.